Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the bottom case was cracked by the l bracket pole clamp, and there was visible contamination by the tube holder and the alternating current (ac) receptacle cord clamp. Unable to retrieve event history log (ehl) due to power up issue. During functional testing the reported issued was duplicated. The root cause of the issue was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced the main board. Power up and uploaded all software and config using power point process and recalibrated.

Event description:
It was reported that the pump would not power on. No patient injury or involvement was reported.